Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 5/15/2020 h.6. Investigation: one 1ml syringe in an opened blister pack from batch 9050988 (p/n 309628) was received and evaluated. It was observed there was no scale markings present on the syringe barrel and was rejectable per product specification machine logs indicate there was a jam at the printer during the manufacture of this batch. The potential root cause for the missing scale marking is associated with the printing process. The reported jam likely caused the barrel to miss the printer. No corrective actions are necessary based on the defective rate identified. Batch 9050988 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material no. 309628 batch no. 9050988. It was reported that before use of the bd 1ml syringe luer-lok¿ tip there was no markings on it. The following information was provided by the initial reporter: 1 cc syringe with no markings on it.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions recommended since samples/photos were not received to confirm the product defect.

Event description:
Material no. 309628 batch no. 9050988. It was reported that before use of the bd 1ml syringe luer-lok¿ tip there was no markings on it. The following information was provided by the initial reporter: 1 cc syringe with no markings on it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no. 309628, batch no. 9050988. It was reported that before use of the bd 1ml syringe luer-lok¿ tip there was no markings on it. The following information was provided by the initial reporter: 1 cc syringe with no markings on it.